Manufacturer narrative:
Citation: kurosaka et al. Recapture technique for the surgical explantation of an infected self-expanding prosthesis after transcatheter aortic valve replacement prior to surgical aortic valve replacement. Case reports interdiscip cardiovasc thorac surg. 2025 jun 4;40(6):ivaf135. Doi: 10.1093/icvts/ivaf135. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient with severe aortic stenosis who underwent implant of a medtronic 29-mm evolut fx bioprosthetic valve. Six months later, the patient developed a fever. Subsequent blood cultures were positive for streptococcus gordonii leading to a diagnosis of infective endocarditis. After three months of antibiotic therapy a transesophageal echocardiogram (tee) confirmed the presence of vegetation growth and valve leakage. In a surgical procedure, a novel technique was employed to retract and protect the evolut fx valve stent frame to aid in the detachment of adhesions with minimal tissue damage. The evolut fx valve was then explanted and successfully replaced by a medtronic 21-mm avalus bioprosthetic surgical valve. The post-procedure recovery was uneventful. At three days post-procedure the patient was transferred to cardiology and later discharged. After six weeks of antibiotic therapy blood cultures were negative. No further information was provided pertaining to medtronic products.